Event description:
It was reported that the patient had his spectra penile prosthesis removed due to unspecified reasons. An inflatable penile prosthesis was implanted on a later date. No patient complications were reported in relation to this event.